Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and contacted support with 27 units of insulin remaining, requesting assistance to change the cartridge; the agent provided troubleshooting and education for a proper cartridge change, after which insulin delivery resumed and glucose began to decrease. Symptoms included no reported clinical manifestations. Outcomes included no alerts or alarms from the device, and assistance from the user¿s spouse. Investigation included customer-service troubleshooting and user education. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear, with no device alarms and successful resumption of insulin delivery after cartridge replacement, and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.